Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "defib failed ff" and "pacer failed ff" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this compliant is still under investigation.